Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room due to syncope. The right ventricular lead pacing threshold was found to be unstable. The device was reprogrammed to ensure an adequate pacing safety margin. The patient had an additional presyncopal episode and the lead threshold continued to be unstable. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.